Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient received a shock. Follow-up was conducted and it could not be obtained from the clinic whether the shock was appropriate or if intervention had been taken. It was also noted that there were multiple sensing integrity counts on the right ventricular (rv) lead. Additional information obtained from the clinic noted that the patient is deceased and died the same day. The cause of death was cardiopulmonary arrest. The circumstances of the patient death have been requested and not received.